Event description:
It was reported that during a low anterior resection procedure, the device delivered an incomplete staple line. Additional suturing was performed. There were no adverse consequences to the patient.